Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller said it does not work and the little picture of says end of service (eos). There an allegation of dissatisfaction of the longevity of the patient's ins battery. The caller stated the patient saw the eos message on friday((B)(6) 2019), but thought the ins would last like 10 years. The caller also noted that the patient does not use high settings. The caller also noted that the patient has not had any falls, accidents or traumas however the patient did have rhizotomy for tmj 2 weeks ago, but they knew they had the ins turned off for the procedure. The caller then stated the eri occurred about a month ago then went away. The caller also noted that the patient had been with a manufacturing representative (rep) for reprogramming last week on monday or tuesday. The caller was redirected to the patient's healthcare provider (hcp) to discuss the next steps. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the consumer on 2019-aug-16 reporting that the patient saw a manufacturer representative after the patient fell and the device worked. Three days later it was at end of service (eos). It was reported to be loose and floppy. It was noted that no actions had been taken as the patient was waiting on insurance and compensation before they could find a referral for a physician. The patient was in a lot of pain without stimulation. No further complications were reported.